Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt suddenly was no longer able to hear with her ci. The external parts were exchanged completely. With the new processor, the pt initially could hear again with her ci as used to, but after some time hearing sensation disappeared again. A fall or accident is not known. Testing shows that the device malfunctioned.